Event description:
The field service engineer (fse) found the error code data acquisition (da) pcba adc failed during servicing of the unit. There was no report of patient involvement.

Manufacturer narrative:
Through follow-up, the fse stated that the reported issue was found in the diagnostic log prior to the replacement of the data acquisition (da) pcba to motor controller (mc) pcba cable and mc pcba retention bracket. After cable and bracket installation reported error code still existed. Replacement of the bottom foot kit, foot retention plate, and lithium-ion battery assembly were performed as preventative maintenance of the unit. The battery was installed due to customer battery not returned with unit. There is no allegation of deficiency with the battery assembly.